Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker could not be read by two different latitude programming systems at a health care facility. The pacemaker remains in service at this time. No adverse patient effects were reported.